Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was ovalized approximately 90.0, 128.5, and 134.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the cat6 was ovalized. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully gripped or pinched during removal from its packaging, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the indigo system aspiration catheter 6 (cat6) was collapsed/ovalized upon removal from the packaging. The damaged cat6 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new cat6.